Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer has rewound the pump twice and has done an entire infusion set change. Customer's blood glucose level was 390 mg/dl. Customer was given a manual injection of 3 units. Customer reported that the alarm was resolved by a complete set change. Customer does not want to return the reservoir or set for analysis. Customer's mother will continue to monitor the issue. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.